Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose reading issue was reported with the use of the abbott diabetes care (adc) device. The customer received unspecified high readings on the adc device compared to readings obtained on an adc meter. It is unknown whether the customer noted a trend arrow on the device. The customer experienced a loss of consciousness and had contact with a non-healthcare professional who provided coca-cola and sugar for treatment. There was no report of death or permanent impairment associated with this event.